Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for premature stent deployment for this product family, regardless of patient outcome. There were no zilbs-635-8-6 (zilver biliary) devices of lot number c967908 in stock at the time of the complaint investigation. The device was not returned for evaluation. With the information provided a document based investigation was carried out. A review of the manufacturing records for zilbs-635-8-6 device of lot number c967908 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use, the user is advised of the following: "prior to deployment stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement." It has been confirmed that the safety lock was in place when this incident occurred. Prior to distribution all zilbs-635-8-6 devices are subject to visual inspection and functional checks to ensure device integrity. The customer complaint is confirmed based on the customer's testimony. From the information provided, there were no adverse effects to the patient due to this occurrence. Quality engineering assessed the complaint and the risk has been determined to be low. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
While performing an endoscopic retrograde cholangiopancreatography (ercp) procedure, the first device was being passed through the pylorus towards the bile duct and the stent deployed prematurely. After removing the first stent, the physician used another stent and again while moving it into place, stent deployed prematurely at the same point as well. A third device was used to complete the procedure. As per the above complaint description events received, two devices are involved in this incident. An additional separate report will be submitted in relation to the other device reported. Report reference number: 3001845648-2014-00094. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.